Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the small roller pump did not occlude properly. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The user facility is using a back-up device.